Manufacturer narrative:
The data showed that the pod went into an 0x18 alarm, which is defined as "pod has reached empty reservoir". The reservoir of the pod was found empty, as expected with a 0x18 alarm. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported leaking during event. The cause of the leaking could not be conclusively determined. The formed needle was inspected, and it was found to have a dull needle tip. The dull formed needle tip is confirmed to be the cause of the reported irritation and swelling. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 14.4 mmol/l (259.2 mg/dl) while wearing the pod between 25 and 36 hours on the arm. The pod was leaking insulin and the site appeared swollen and irritated. As treatment, a new pod was placed.